Event description:
When using the special bolus needle to flush catheter of the intera 3000 hepatic, artery infusion pump 4ml of hep flush was pushed into the pump, but no fluids came out of the catheter. This pump was not used. Rep was notified and a new pump was opened and primed successfully. Manufacturer response for hepatic artery infusion pump, intera 3000 (per site reporter), n/a.